Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 300 to 400 mg/dl. To treat high blood glucose the customer drank water and walked a lot and bolused but he got insulin flow block alarm. The troubleshooting was performed for insulin flow blocked alarm and event was resolved by changing complete set. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.